Event description:
It was reported to philips that the system did not start up. The system was in clinical use when the issue occurred. No harm to patient or user was reported. Philips has started an investigation of this complaint.